Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted thyroidectomy ¿ transoral procedure the white plastic part of harmonic ace instrument tip broke and fragments were found in the surgical field making it unusable. The fragment was retrieved during the same procedure and confirmed through visual inspection. No additional surgical procedure or post-operative imaging was required. The procedure was completed robotically using the same backup harmonic ace instrument, and there was no injury to the patient. The patient has not returned to the hospital for any complications related to a retained foreign object.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11 device evaluation: the harmonic ace instrument was received and failure analysis found the instrument to have breakage of the teflon pad at the base. A piece measuring approximately 2.50mm x 1.50mm in size was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. Components adjacent to this teflon pad did not show damage.